Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor on the computer/analog board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.